Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: samples were not returned for this reported incident. However, the customer did return photos for evaluation. A photo inspection revealed what appeared to be a flash. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 6154765. Conclusion: an absolute root cause for this incident cannot be determined. However, the product was reviewed and it has been agreed that the product did not meet our quality standards. Possible root causes are: parts conveyor had a catch point between the guide rail and the conveyor belt causing hub and shield abrasion and resultant loose fm. Hubs were being pressed on too hard at hinge assembly process causing damage to the bottom of the hub. A formal corrective action was not initiated but the following actions have been implemented: adjusted side rail to eliminate catch point. Long term fix is to redesign the side rail. Adjusted product support location. This improves hub support during the hinge assembly process. Retrained all operators and inspectors on visual inspections for damage and foreign matter. (B)(4).

Event description:
It was reported that during the teleflex manufacturing process, foreign matter was discovered in a 22 g x 1 1/2 in. Bd safetyglide¿ needle. Due to this incident the whole lot was rejected. The device was not used and there was no report of injury or medical intervention.